Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact; however, pump had normal operating currents. No unexpected low battery alarm noted. Pump was unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Insulin pump passed the unexpected restart error test, self-test and displacement test. Insulin pump had cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker. No crack found on display window; however, insulin pump had minor scratched display window.

Event description:
It was reported via phone call that battery longevity was short. It was reported that battery lasted four to six hours. It was also reported that display screen was cracked. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.